Event description:
The user applied the parking brake and sat on the seat. During that the middle screw of the brake came loose on right side. Due that the rollator turned to one side and the patient fell to the floor. Same issue (loose middle brake screw) was noticed by the dealer on another product as well.